Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Appearance of well b5, which contains the anti-b reagent, did not exhibit true agglutination. The agglutination resembles the presence of carryover or contamination. The customer was made aware of the following limitation located in the galileo operator manual: "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donors history." The instrument is operating as expected.

Event description:
A customer reported an abo typing discrepancy on the galileo instrument (B)(4).